Event description:
Information was received from a lawyer regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins dislocated during a surgery that was unrelated to their device/therapy. The caller was the patient's lawyer who was representing the patient in a legal dispute with the hospital. The lawyer mentioned that the patient suffered from consequential damages as a result of the dislocation. The lawyer wanted to know if there were any guidelines about how a patient was to be handled during a surgery. The legal department was contacted to coordinate a response.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.